Event description:
Device was explanted and returned due to suspected end of service. Product analysis was performed and a component failure was found that could affect device longevity. The reported suspected end of service was confirmed. Analysis showed the battery to be depleted. Transistor q10 was found to exhibit a higher than specified leakage current as the ambient temperature about the component was raised above room temperature. At body temperature, this current leakage increased the module's pulsing current by approximately 2ua. It is likely that the leakage current contributed to the battery depletion. The cause of the q10 failure could not be determined.